Event description:
Patient presented to the physician with exposed stimulation lead body at the neck incision. Physician determined it was a salivary gland fistula. Physician brought the patient into the or , performed saline and antibiotic flush, and re-positioned the stimulation lead near the submandibular gland.